Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's recharger is inconsistent and sometimes it will charge fully, other times their battery will no charge. No further complications were reported or anticipated. No symptoms were reported. Additional information was received from a manufacturer representative. It was reported that the patient¿s appointment was canceled and had not been rescheduled. No further complications were reported or anticipated. Additional information: it was reported that a patient stated it never recharges the whole way. The patient mentioned the programmer batteries were dead and had to replace. Patient services (ps) asked to clarify if the issue was with recharger/ programmer. The patient could not clarify and stated the recharger however kept reverting back to batteries. Ps had patient set up equipment and patient was getting all 8 boxes and was showing half charged according to the patient programmer and recharger. Ps advised to continue to charge and call back if the problem does continue and make appointment with manufacturing representative and have them check log history of recharging history. Patient also stated she usually get 3 boxes, and stated its been this way over a year. No further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's charging issue was resolved. The patient stated that she did not wait long enough. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.